Event description:
It was reported that the oxygen-air mixer was not working. There is no reported harm to patient. (B)(4).

Manufacturer narrative:
The investigation of the oxygen-air mixer is ongoing. A supplemental medwatch will be sent when the investigation is completed. (B)(4).